Manufacturer narrative:
(B)(4). The device has been received by baxter, but the evaluation has not yet been completed. A follow-up report will be submitted upon completion of the evaluation or if any additional relevant information is received.

Manufacturer narrative:
(B)(4). Evaluation summary: the evaluation of the returned device is complete. An internal/external visual inspection was performed with no issues found. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. The device passed electrical rite but failed functional rite for a system error (se) 2124. This alarm was captured in a different complaint. The device's pneumatic system was checked and found to be functioning normally. A simulated therapy was successfully performed using the device. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. An event history log review was performed and identified system error (se) 2084 (illegal door open) alarms. The reported alarm was determined to be a se 2084; however, the cause of the alarm was unable to be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During troubleshooting for an unrelated alarm on the home choice (hc) machine, it was reported the device alarmed an unknown system error. The home patient was not connected. The technical service representative (tsr) assisted in ending the therapy. The hp would complete therapy using manual supplies. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.